Event description:
It was reported patient had another revision due to head dissociated from the poly of mdm.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned.

Manufacturer narrative:
An event regarding dislocation involving an adm liner was reported. The event was confirmed. -medical records received and evaluation: a review of the provided x-ray by a clinical consultant indicated: "confirmed dislocation on one of the x-ray provided" however clinical history and op reports are needed to fully investigate the event. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: a review of provided x-rays by a clinical consultant confirmed the event however the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, and return of the device are needed to fully investigate the event.

Event description:
It was reported patient had another revision due to head dissociated from the poly of mdm.